Event description:
.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. There were 11261 counts on the ventricular- sensing integrity counter (sic) lifetime counter, with 531.7avg counts/day occurring on the (B)(6) 2010. For the past three years counts have been 10 avg/day. High sic can indicate the presence of noise or intermittency in the system. 31 non-sustained ventricular tachycardia (short v-v) sensed events of < 220 ms are observed between the (B)(6) 2010. The device recorded a patient alert on (B)(6) 2010 for svc(hvx) lead impedance.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that there was a lead fracture. The lead was oversensing and there was appearance of lead noise in the episodes. The lead was capped and replaced. No patient complications have been reported as a result of this event.